Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred frequently between on (B)(6) 2025. The sensor was inserted into the abdomen on (B)(6) 2025. On (B)(6) 2025, the patient reported his cgm started reading inaccurately although no specific cgm or bg meter comparison values could be reported. The patient was also asymptomatic. On (B)(6) 2025, the patient began to feel dizzy. He tested his bg meter reading which was ¿below 45 mg/dl¿ while he reported his cgm was not reading ¿that low¿ but could not recall the specific cgm comparison value. The patient¿s spouse treated the patient with apple juice. After treatment, the patient¿s bg meter reading had risen to 178 mg/dl while the cgm was still reading an unspecified low value. The patient also replaced his sensor. The patient did not seek any assistance from a higher level of care. The patient was feeling ¿fine¿ at the time of report. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.